Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on 26jul2023 at 10:49 am to 11:22 am, that the customer had a difficult time delivering an amiodarone infusion. They kept getting occlusion alarms on an adult patient. The following troubleshooting steps were taken to address the issue: verified patency of the patients access device. Changed the filer; they are using ICU medical filters, the initial filter was a neonatal sized filter and they changed it to an adult sized filter. Changed rates to see if they could get it to run at a lower rate and then turn it back up. The pump module and pc unit were changed out. Their default settings of pump mode were changed to the selectable mode and increased to 525 and then they were able to run the infusion. They were able to turn it down to 450 and continue the infusion. There was patient involvement and a delay in treatment but no harm.

Event description:
It was reported on (B)(6) 2023 at 10:49 am to 11:22 am, that the customer had a difficult time delivering an amiodarone infusion. They kept getting occlusion alarms on an adult patient. The following troubleshooting steps were taken to address the issue: verified patency of the patients access device. Changed the filer; they are using ICU medical filters, the initial filter was a neonatal sized filter and they changed it to an adult sized filter. Changed rates to see if they could get it to run at a lower rate and then turn it back up. The pump module and pc unit were changed out. Their default settings of pump mode were changed to the selectable mode and increased to 525 and then they were able to run the infusion. They were able to turn it down to 450 and continue the infusion. There was patient involvement and a delay in treatment but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.